Event description:
Per the audiologist, in 2007 the pt fell down and hit her head. The pt was hospitalized. Since that incident, the pt has been unable to hear with her cochlear implant system. Testing at the clinic showed no connection with the device. Exchanging the external equipment did not alleviate the problem. Results of an integrity test done in the following month showed that the cochlear implant was not functioning. Explantation/reimplantation surgery was recommended but had not been scheduled at the time of this report.

Manufacturer narrative:
Labeling - this type of event is addressed in the device labeling.